Event description:
The ve lvad was implanted 2000. In 2002, the pt reported being awakened from sleep by an audible alarm. The pt noted that the pbu and display module with power to them and did not hear or feel the pump working. During the preparation to begin hand pumping, the vad started back up. The pt was in auto mode during the daytime with a rate of 120 bpm, and a fixed mode at night. The pt had been evaluated for inflow valve failure, but this was ruled out. 01/2002 the facility nurses reported that the pump had stopped for 30-40 seconds during the night. The following morning the perfusionist contacted the MFR's sr. Clinical consultant reporting a "power limit advisory" alarm. The filter had been changed the day before and the usual gray dust was noted. This led to the pt being placed on pneumatic back-up. On the day of the event, the perfusionist reported that the diaphragm in the stroke volume limiter (svl) was hardly moving. The MFR.'s clinical consultant confirmed that it only moved half way and back via telephone with the facility's perfusionist. What the perfusionist observed was very little movement of the diaphragm in the svl. She was asked if they had tried hand pumping, and she said the physician had advised them not to for fear of a "clot in the pump". The MFR.'s clinical consultant verified that the pt was maintaining a blood pressure. The perfusionist stated that the physician's were preparing to take the pt back to the operating room for a pump replacement. The pump was replaced; however, the pt expired shortly after. The explanted pump and svl were being returned to the MFR for eval. No further details were provided.